Event description:
Same case as MFR#2134265-2009-01475. It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a 75% stenosed lesion located in the calcified, mildly tortuous proximal to mid rca (right coronary artery). The lesion was pre-dilated with another manufacturer's balloon to 15 atms, the 3.50x28mm taxus liberte stent delivery system was unable to cross the lesion. The stent delivery system got caught upon insertion into another manufacturer's guide catheter. When the device was examined outside the patient, it was noted the proximal edge of the stent was "deformed". The physician then dilated the lesion again with an unknown balloon to 20atms, and attempted to treat with another 3.50x28mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the lesion due to "severe resistance". The proximal edge of the stent was noted to be "deformed". The procedure was completed with another manufacturer's stent. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.